Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on november 19, 2007 and alleged that his one touch ultra meter had a test strip port issue. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient was unable to provide the information as to when the alleged issue first occurred. He reported feeling weak and he fainted. These symptoms began during the time the reported issue began. The patient received assistance at the emergency room, however, he was unable/unwilling to provide any further information regarding the ER visit/treatment. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. The test strip port was loose. Because there is insufficient information provided regarding the events leading to the patient fainting and the ER visit, this complaint is being reported as the patient alleged passing out while experiencing the reported issue with the meter. Replacement products were sent to the lay user/patient.